Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history review and a service history review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) felt overfull during dwell one of five on a homechoice (hc) machine. The technical service representative (tsr) assisted the hp in entering a manual drain and the hp drained out 5082ml. The largest fill volume of the hc was set to 2300ml. This is an increased intra-peritoneal volume (iipv). The tsr advised the hp to contact their nurse about changing the initial drain alarm setting and assisted the hp in continuing therapy at the hp?s request. No patient injury or medical intervention was indicated in association with this report. No additional information is available.